Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil (275.0 mcg/ml at 169.93 mcg/day) and bupivacaine (22.3 mg/ml at 13.779 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient underwent replacement on (B)(6) 2016 and called to report that she noticed her shirt was wet around noon on (B)(6) 2016. At 3pm she noticed her shirt was wet again over her new pump implant. The patient looked at her incision and noticed that her incision was opening up and draining fluid. A physician exam in the office on (B)(6) 2016 showed a 3mm opening at the medial end of her incision with a small amount of serous drainage on the overlying gauze. There was no redness, swelling, or odor noted. The pi elected to take the patient to the operating room for a pump pocket revision due to wound dehiscence. The pump pocket revision was performed on (B)(6) 2016. The outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure. No further complications were anticipated/reported.